Manufacturer narrative:
G4: 15jan2020. B4: 16jan2020. Although requested, patient information was not disclosed. The manufacturer's field service engineer (fse) replaced the power switch overlay in order to resolve the reported issue. After this repair, the unit was determined to be functioning within the manufacture's specifications. There is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
The customer reported an alarm light emitting diode (led) failure. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse confirmed that the ventilator displayed the message "check vent: failed alarm led". The fse recommended the replacement of the power switch overlay. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.